Manufacturer narrative:
E3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor's access site was appropriate to use angio-seal closure device. The doctor inserted the device and dilator and pushed forward on the device. They heard a click. They pulled back on the device, yet no click heard and when they pulled back the device seemed stuck. Vascular surgeon was brought in to do a cut down. When the device was removed, they discovered the anchor was still in the sheath. Patient was stable post cut down and taken to post anesthesia care unit (pacu). Procedure was performed without anesthesia yet, for cut down anesthesiologist was brought in. The procedure was a neuro procedure. Additional information was received on 11mar2024: the procedural sheath that was used was a 5fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The entire device was stuck when the doctor pulled back to deploy, it would not pull back to the correct position. Surgery removed the footplate once they did the cut down to remove the device. The surgical cutdown was performed to remove the device and the artery was closed surgically. The patient was stable. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor was not visible at the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position; however, the anchor was not present and did not deploy from the distal tip. Functional testing was continued by attempting to deploy the internal components, and the collagen, suture, and tamper tube were able to be fully deployed. The collagen and suture were torn incidentally during deployment testing. The complaint was able to be confirmed for a withdrawal failure requiring surgical intervention. The exact root cause cannot be determined. The likely cause was determined to have been attempting to withdraw the device with an insufficient amount of force. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).